Manufacturer narrative:
H7, h9: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient came to the clinic stating the screen of the cadd pump was red and the device was beeping. Per reporter, the device could not be powered down and no drug was infusing. Per reporter, new batteries were placed in the pump, they were able to turn off and restart the pump, and there was only 24% left in the reservoir. No symptoms were reported.